Event description:
The patient was reportedly experiencing intermittencies, followed by loss of lock. Exchange of equipment was made; however, this did not resolve the issue. Surgery to explant the device will be scheduled.